Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient made an error and disconnected infusion set from the ilet which led to high blood glucose level 320mg/dl. The blood glucose levels were out of range about 5 hours and the patient experienced nausea. Patient got treated with manual injection of fast acting insulin about 30 min and corrected the high blood glucose. No additional information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-16308), was submitted on 12-november-2025. However, based on the investigation on 18-january-2026 and clinical review done on 19-january-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.